Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to kill all background applications on smart phone and reset bluetooth, which was successful. No additional patient or event information is available.